Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("scheduled for a bilateral salpingectomy with essure removal") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2018 scheduled for a bilateral salpingectomy with essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("scheduled for a bilateral salpingectomy with essure removal") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2018 scheduled for a bilateral salpingectomy with essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation / device expulsion/device migration'), pregnancy with contraceptive device ('pregnancy with contraceptive device'), abortion spontaneous ('spontaneous abortion') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraine"), anaemia ("anemia"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea") and abdominal distension ("bloating"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, migraine, anaemia, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, weight increased and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, alopecia, anaemia, bladder disorder, cystitis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for- pelvic pain, abdominal pain, general abnormal bleeding , anemia, expulsion, migration, perforation, bladder problem, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hair loss, dental problem, hormonal changes, migraine, headaches, nausea, weight gain bloating. Discrepancy noted in essure removal date:- (B)(6)2018 and (B)(6)2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2011: results of confirm. Test :perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received- event medical device removal updated new event pelvic pain, abdominal pain, genital bleeding, anemia, hypersensitivity, expulsion, still birth/ miscarriage, uterine perforation, fallopian tube perforation, bladder problem, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hair loss, dental problem, hormonal changes, migraine, headaches, nausea, weight gain bloating were added lawyer was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.